Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon fluoroscopy from a right anterior oblique view during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) dislodged post-releasing and was free-floating in the right atrium. It was noted that the pacing impedance increased was insufficient post-fixation. The rvlp was retrieved, repositioned, and implanted on (B)(6) 2025. There were no patient consequences.